Event description:
It was reported that there was excessive noise on the electrocardiogram (ECG) signal on the programmer. The cables and wires were changed out and the issue was not resolved. It was noted that reading the ECG printout was difficult. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.